Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced issues with the infusion site causing scar tissue. Reportedly, this caused the customer¿s blood glucose to become elevated. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond. Brand of infusion set was not reported.